Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failure alarm noted during self test and confirmed in pump history due to broken trace on keypad assembly.

Event description:
The customer reported via phone call that insulin pump received hardware low level failure alarm occurred during self test. Customer's blood glucose was 390 mg/dl at the time of incident. Customer had hyperglycemia. Customer was treated with insulin shot and bolus. Customer stated that the clear alarm. Customer received requested to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the performed self test and test was passed. Customer stated that the blood at site. Customer troubleshooting was performed for insulin pump error and hyperglycemia. The insulin pump will be returned for analysis.